Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
It was reported to carefusion that vela ventilator touch screen went blank while connected to a patient but the ventilator continued to function appropriately. The customer confirmed there was no patient harm associated with the reported issue.

Manufacturer narrative:
Results of investigation: vyaire field service representative (fsr) went onsite to evaluated the device. The fsr was able to verify the customer's reported issue. Bench testing revealed a faulty front panel. The service technician replaced the front panel and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.